Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26, both related to occlusion events. The customer¿s blood glucose level was recorded as ¿high,¿ indicating a significant adverse impact. To address the issue, the customer administered a correction bolus via the pump, changed the infusion set and cartridge, and resumed insulin administration. The customer declined further immediate assistance but intended to seek additional help if occlusion issues persisted.